Event description:
Pt received breast implants in 1980 of an unk MFR. Pt alleges discomfort in 10/1982, bleeding in 8/1984 and hardening in 11/1984. Pt also alleges having about eight separate operations to correct problems, all procedures involved removal and replacements; however, no specific dates were given. Ref. Mw072674a, mw072674b.